Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube, cracked reservoir tube window and minor scratches on the display window noted and missing reservoir tube lip o-ring. The insulin pump had a broken reservoir tube lip however, the test reservoir stay locked into place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the collar around the reservoir cracked and a little piece fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.